Event description:
Part of the bard polyurethans ureteral catheter cam off inside the patient. It was seen on xray and taken out by the surgeon. Reference number for the catheter is 1309006lt and the lot is reku2545.